Manufacturer narrative:
One introducer was received by our product evaluation laboratory for a full evaluation. The report of leakage issue was confirmed. During visual examination a cut was found on the sheath at approximately 9.5 cm from distal tip. The leakage was most likely due to the cut in the sheath. The valve internal components were examined and found to be in good condition. The lot number for this device was not supplied; therefore, the related manufacturing records for this device were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this introducer in a patient, there was a 30ml blood leakage at the hemostasis valve. The issue was solved changing the introducer using a new stick. There was no allegation of patient injury. The introducer was available for evaluation.